Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during initial preventive maintenance testing (800 ml test). It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "failed 800mls rate test", which was reproduced during flow rate testing as under infusions. Baxter's device evaluation found the device to under deliver by approximately 5 to 6% when the device was delivering at a rate of 40, 100, 400, 800, 999ml/hr during flow rate testing. The device investigation found the travel of the pressure plates out of specification. The device was recalibrated.